Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms#(B)(4). A sample was received to perform an investigation. A visual inspection of the returned warmer found an outdated printed circuit board (pcb), power switch, and front cover, wear and tear damage to the line cord and pole clamp, and a cracked tank cover and enclosure. Functional testing was performed by filling the tank with water, attaching the temperature check, plugging in the line cord, and turning on the power switch. The reported problem was confirmed. The device leaked from a crack in the enclosure near the drain fitting. The cause of the problem was determined to be from wear and tear damage from regular use of the drain tube by the customer. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. A device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Additional information: g5., corrected data: corrections: d1, d2, and d3.

Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 had leaking. No patient adverse events reported.